Event description:
When the wire was placed into the hub of the plastic catheter, the wire would not thread. There was palpable resistance felt prior to patient insertion when the physician attempted to pass the wire through the plastic catheter. Manufacturer response for artery catheterization set, (brand not provided) (per site reporter): none as of yet.